Event description:
Haemonetics received a complaint on (B)(6) 2015 stating that a plasma center's employee felt pain in wrist while attempting to untighten screw on centrifuge on the pcs®2 device. The employee's diagnosis was for a wrist sprain, not otherwise specified. Physical therapy was prescribed and work restriction of no gripping of the hand was determined. Haemonetics attempted to obtain additional information for this reported issue with no further information received.

Manufacturer narrative:
The customer could not provide a specific device serial number, however, provided a list of 18 possible devices that the employee was working on at the time. A haemonetics field service engineer completed a preventative maintenance check of each device on 06/09/2015. There were no issues found with the device cover locks. Haemonetics does not have evidence that there is a definitive causal relationship between the medical intervention, physical therapy, and the use of the device.